Event description:
The abbott freestyle libre continuous glucose monitor (cgm) is significantly off compared to blood glucose monitoring. The variances is between 30mg/dl to 70mg/dl. This has been a consistent issue with this cgm and apparently, is a common issue with many other users according to online blogs and reviews. This is a critical issue since the under reporting of the cgm results in higher blood glucose levels because of the wide variance. The wide range of cgm readings is outside of the acceptable tolerance per the company's documentation. This cgm should not be permitted to be sold until the issue is fully resolved by the company.